Event description:
The patient reported that their blood glucose level rose to 350mg/dl and she was lethargic on (B)(6) 2011; her blood glucose values were around 350mg/dl the entire day. The patient reported "noticing" the blood glucose values at 6:49pm and 7:21pm when she received loss of prime warnings. The patient reports, she has been stressed lately. The patient indicated that she does have scar tissue at her site.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.